Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Initially, a 33 mm wds was deployed, but was too large so it was fully recaptured. A 30 mm wds was then deployed, which met criteria and was released. The procedure was successfully completed without complications. Approximately, 6 hours post-procedure, the patient developed chest pain and hypotension. A transthoracic echocardiogram was performed, and showed a 1.5 cm pericardial effusion. A pericardiocentesis was performed and drained 300 ml of blood. The patient was monitored overnight without further complication. A follow up transesophageal echocardiography (tee) showed no further effusion and the patient was discharged without further complications.